Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 5822407, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no programing issues were noted.

Event description:
N/a

Event description:
A facility reported a hakim valve (ID 823110) was not possible to reprogram an it was explanted and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information received: initial implantation : (B)(6) 2023. Explantation date: (B)(6) 2023 . No patient symptoms. Patient is doing well after new valve implantation. Patient is an adult.